Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit. In verification, there is no hardware abnormalities in the event list. The customer confirmed that the disappearance of the display was not caused by energy- saving mode due to battery operation or decrease in brightness of the display when charging the numerical settings of the device. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 2150 was experiencing a loss of the pressure support setting display during use. As of this time, there is no information about patient harm associated with this reported event.